Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence alleged failure: flaking probable root cause: design poor material selection of drill and/or guide. Poor material finish on drill and/or guide. Stackup interference or excessive wobble between drill and guide. Process. Drill and/or guide manufactured out of specification. Hardening or polishing processes not performed to specification application excessive for.ce used while drilling . Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that metal abrasions flaked off into the joint. All pieces were removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that metal abrasions flaked off into the joint. All pieces were removed.